Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. An information label is attached to the wire guide holder which illustrates; "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage and/or damage." Based on the information provided, no product returned and the results of our investigation, it is possible that the wire guide tip caught on the introducing needle, causing damage to the wire; however, without examination of the actual device a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
The event is currently under investigation.

Event description:
The physician in the interventional radiology department was using a cope wire to place a PICC line on (B)(6) 2016. The wire broke when she tried to remove it and a piece remained in the patient that had to be retrieved. The separated portion was retrieved successfully. Additional information received on (B)(6) 2016: the wire was being used through a needle and there was resistance to removing it. The needle was then removed over the wire but there was still resistance and the wire broke. A snare was used to remove the entire piece of the wire that broke off.